Event description:
It was reported that, approximately one month post implant, the right atrial (ra) lead exhibited apparent under-sensing on, causing false termination of ongoing arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.